Manufacturer narrative:
A specific cause for the reported elevation in the patient's lactate dehydrogenase level and a direct correlation with the device could not be determined through this evaluation. Moreover, the report of suspected thrombus inside the cannula and the report that the inflow cannula was oriented toward the interventricular septum could not be confirmed through this evaluation as the pump and cannulae remain in use and no images showing the inflow cannula misalignment were provided by the healthcare facility. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Information was provided by the healthcare facility indicating that the cause of the patient's elevated ldh was not determined and there was no treatment or intervention to address the issue. No components of the device were exchanged due to the event. It was reported that the patient's ldh level was normal as of (B)(6) 2018. The patient remains ongoing on with the device and no additional issues have been reported at this time.

Manufacturer narrative:
Reference medwatch MFR # 2916596-2017-02762 for the previous pump exchange.(B)(4). Approximate age of device ¿ 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 14 days after implantation, the patient's lactate dehydrogenase (ldh) was elevated at 480 u/l. The patient's previous pump was exchanged and the original inflow cannula and outflow cannula were left in place. The lvad clinicians suspected thrombus inside the cannula or an issue with the positioning of the inflow cannula. The echography showed the direction of inflow cannula was toward the septum. No further information was provided.